Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted multiple times due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. There was also an increase in threshold. The patient experienced anxiety due to the lead alerts. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.